Event description:
The patient fell in (B)(6) 2010 and experienced a loss of stimulation at that time. An impedance test was done in mid (B)(6) 2010 and all of her impedances were greater than 3,600. The patient was unable to feel any stimulation at all. Additional information has been requested. A follow-up report will be sent, if additional information becomes available.

Manufacturer narrative:
(B)(4).